Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had low blood glucose levels of 32 mg/dl. The paramedics had to be called in to get his blood glucose levels back to normal. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information is provided.